Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the alarm did not power up when using new batteries or an external power supply. However, the alarm does power on when using the 9v adapter but does not sound at all no matter what mode the alarm is set on. Nurse call light does not come on at the nurse call test fixture. No other functional tests can be performed since the alarm does not sound. No physical damages were observed to the alarm unit. (B)(4).

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply and were inserted correctly. The customer reported there is a burning smell coming from the battery compartment. The customer did not provide the date when this was discovered. No pt incident or injury reported.